Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 23 mg/dl at the time of the incident. The customer was at 166 mg/dl while in the ambulance. The customer was given glucagon and intravenous glucose to treat. The pump had a compromised force sensor system alarm while they were in the ambulance. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was returned. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the self-test, off no power alarm test and rewind test. The stop (idle) current and run current measurement tests are within specification. Unit was unable to prime during prime/compromised force sensor system test due to a partially detached end cap. Unable to perform the displacement test, basic occlusion test, occlusion test, excessive no delivery test, unexpected restart error test and the dat or test for possible over delivery anomaly and basal anomaly due to prime anomaly. Unit also had minor scratched display window, cracked display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.